Event description:
It was reported that during an a-fib ablation, the image was not displayed on the monitor of carto3 and the noise occurred. The issue became better by changing the catheter, but not completely solved. Although the procedure was completed without any patient consequence, it was difficult. Upon follow up, bwi received the information on (B)(4) 2012, (which changed the alert date) that showed the noise occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardiac) recordings on both carto and ep recording systems at the same time. And the noise was severe as the physician could not interpret the signals.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on the device evaluation will be submitted once it is completed. The concomitant product: ez steer thermocool nav 4mm: model # d-1292-05-s, lot # 15554133m. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an a-fib ablation, the image was not displayed on the monitor of carto3 and the noise occurred. After follow up with the customer it was confirmed that the noise occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardiac) recordings on both carto and ep recording systems at the same time. The situation became better by exchanging the catheter the system was evaluated and it was found that the dvi optical cable was defective; by replacing the cable the problem was resolved. The DHR associated with carto 3 # (B)(4) was reviewed and there were not any discrepancies noted. The system met all specifications upon its release.